Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 module was failing patient side occlusion test during preventive maintenance was confirmed by tech support. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the 8100 module was failing patient side occlusion test during preventive maintenance. There was no patient involvement.